Event description:
Customer reported the insulin pump alarmed button error. Customer was attempting to clear low reservoir when the device alarmed. Customer's blood glucose was 181 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.